Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 576 mg/dl; due to customer's basal rate needing adjustments. Customer attempted to self-treat by bolus via the pump and manual dose injection; however, was treated intravenously with fluids of saline and insulin. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended. Healthcare provider assisted customer with updating their pump settings to better fit the needs of the customer.